Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform self test, off no power test, unexpected restart error test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. Pump passed idle current test and run current test. Unable to verify excessive no delivery alarm due to motor error alarm. Pump had cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump alarmed motor error and no delivery several times. Troubleshooting was performed and the customer was advised to return the pump. The customer was advised to always rewind the insulin pump before connecting back to the infusion set. Customer's blood glucose was 270 mg/dl. The customer treated her blood glucose with the insulin pump. The pump will be returning.